Manufacturer narrative:
(B)(4). The customer reported the ac power module connector pulled out and wire broke. There was no reported patient involvement. The ac power module was not sent in for evaluation. The ac power module was replaced to resolve the issue.

Event description:
The customer reported the ac power module connector pulled out and wire broke. There was no reported patient involvement.